Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that patient had pain at battery site. Pain at site when charging, after charging, and during normal use. Impedances within normal range. Pt will be scheduled for pocket revision to move the ins into lower back and out of left buttocks.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.